Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaint of increasing shortness of breath. Device check showed increased fluid retention. Device was reprogrammed. Patient was stable.